Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: dislodged stent compressed inside a previously implanted stent. Device issue: stent dislodgement. It was reported that the target lesion was in the cx/marginal artery. After implanting one promus stent, an attempt was made to place the 3.0 x 8 mm promus distal. The stent was able to pass through the previously deployed stent; however, it was unable to cross the lesion because of the 180 degree hairpin turn. The stent delivery system (sds) was removed without any resistance. Once outside the pt, it was noted that the stent had dislodged. There was no indication that the stent had come off the balloon while withdrawing it. Using a snare device, the dislodged stent was brought back to the previously placed promus stent and was compressed. A dissection occurred while snaring. Three more promus stents were placed to treat the dissection, a section which also included the target lesion of the 3.0 x 8 mm promus stent. No additional event or pt info is available.

Manufacturer narrative:
The IFU notes: place the stent in the distal lesion before the proximal lesion in order to minimize dislodgment risk by traversing through deployed stents. The IFU also states "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention." The exact cause of the dissection and the relationship to the promus device, if any, cannot be determined. Interaction with the lesion/anatomy during attempts to cross the tortuous anatomy and previously implanted stent may have resulted in an interaction with the stent implant that could have contributed to the reported stent dislodgement; however, a conclusive cause could not be determined.